Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator. The system was tested and verified as ready for use. Isi has received the da vinci product to perform failure analysis. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the bipolar fire was weak. The issue was not resolved by replacing an instrument and cable, adjusting effects, rebooting the vio dv erbe generator and switching to the bottom port. The procedure was completed with the third-party (force triad) generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer changed to force triad generator and continued the procedure. The procedure was robotically completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and failure analysis could not reproduce nor confirm the reported failure. The unit energized and cauterized all ports and recognized instruments. Review errors log, the unit show errors m-1c, m-32, m-11, c-00, m-1f, m-b0.

Event description:
Refer to h10/h11 for follow-up information.